Manufacturer narrative:
D4, g4: product identifiers unknown. D6b: for explant date only year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding an event which occurred post a spinal fusion procedure in a patient. It was reported that two screws broke in patient and came loose. Patient had two stage final revision to correct the issue. Patient had debilitating pain, unable to walk, numbness in left thigh for 6-7 months while waiting for correction surgery. There was no patient symptom reported. There were no further complications reported regarding the event.